Event description:
As stated by the customer (B)(6) 2012: the four screws from the top of the mast ( screw seat) were loose.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjo hospital (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.